Manufacturer narrative:
The previous calibration and qc test had acceptable results. The field service engineer determined the electrodes were bad. They were replaced, conditioned, and a baseline checked was performed with acceptable results.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results, for 2 patients, from the cobas 6000 c (501) module analyzer serial number (B)(4). Patient 1: the initial results were na: 117 mmol/ l. A new sample result was na: 118 mmol/ l. A 'repeat result 1' was na: 126 mmol/ l after calibration and qc. Patient 2: the initial results were na: 128 mmol/ l with a data flag and the 'repeat result 1' was na: 136 mmol/ l after calibration and qc. The questionable results were reported outside the laboratory.